Event description:
It was reported, the camera head had poor image quality. The issue was found in pre-use inspection for an unknown therapeutic procedure which was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: failure in imaging of the main unit, discoloration on the switch. A device history review (DHR) - DHR was conducted, and no issues were identified. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.